Event description:
During surgery, the asr cup could not be unscrewed from the cup release mechanism to release the handle from the cup. The surgery was extended approximately 30 minutes due to the incident.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.